Manufacturer narrative:
Correction: adding b13 to supplemental due to original MDR 1246524 did not contain that code. The sureform 45 stapler was transferred to the advance failure analysis (afa) for further investigation: initial findings were not confirmed. The instrument was returned with a complaint of 'would not open'. The procedure logs were reviewed and confirm the instrument was fired successfully twice during the procedure, using white reloads. There were no incomplete clamps, unclamps, or firings. There were no engagement or initialization failures of this instrument, per the logs. The event could not be confirmed through log review. The instrument was re-installed on an in-house system and failed engagement on multiple install attempts. The parameters of the in-house errors indicate that grip axis engagement failed. Due to the engagement errors that occurred during in-house testing, grip motion was unable to be tested on the system. However, the I-beam was manually extended and retracted. No damage was observed to the I-beam assembly and no lodged components were found. Additional observation not reported by the site is severe corrosion within the housing. Corrosion was observed along the roll bearing, which increases friction along the roll axis, and on the backend clamping pulley, which would likely increase friction along the grip axis. It is likely the corrosion developed after the procedure and would not affect instrument functionality during the procedure. As the site did not experience any engagement failures in the field, the grip axis engagement failures are unrelated to the complaint. Regarding the broken input disk identified during initial failure analysis, there was no broken input found. The input was transferred with the instrument and was found to be dislodged. Mating tabs and lower chassis were inspected, and no damage was found. During disassembly, it was noticed that the inner structure of the main tube had broken near where the main tube meets the chassis. Additional severe corrosion was observed along the main tube, steering cables, drive cables, screws and other backend components. It appears that the instrument was improperly reprocessed after the procedure. Damage to the instrument structure is likely related to mishandling of the instrument after the procedure. The dislodged input disk is attributed to a component failure, as no manufacturing or design issues were identified. A device history record (DHR) review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause of the reported failure to unclamp cannot be determined. Afa evaluation of the instrument found functional issues related to clamping, and review of the log data confirmed there were no incomplete clamps, unclamps, or firings.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the sureform 45 stapler to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The roll input disk was found completely detached from the base of the housing. As a result, the instrument would not operate properly. Other backend components adjacent to the broken inputs do not show damage. Additional observation(s) not reported by site: the instrument was found to have roll bushing between the roll gear and the main bushing. Engagement failure could not be confirmed. The binding is likely caused by the ID being out of spec (too small) which is likely causing increased roll friction. The instruments main tube was manually rotated, and high friction was observed. Root cause attributed to manufacturing. There was also corrosion noted near the roll bushing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported the sureform 45 stapler would not open. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details were available regarding the reported event.